Manufacturer narrative:
(B)(6). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no further information from the surgeon. The patient demographic info: age, weight, bmi at the time of index procedure? Date, diagnosis and name of initial surgical procedure? Were there any intra-operative complications? When was the mesh extrusion first noted by a physician? Is the intermittent discomfort occurred due to extrusion? Mesh extrusion site and diagnostic confirmation? Describe any medical/surgical intervention for extrusion and intermittent discomfort, including dates and surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to this event (vaginal mesh extrusion and intermittent discomfort)? What is the patient's current status? Other relevant patient history/concomitant medications product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced a vaginal mesh extrusion and intermittent discomfort. The patient has to decide whether wishes tape oversewing. No further information is available.